Event description:
Ous MDR - it was reported that approx. 44 months after the implantation, the patient had to undergo a cardioversion with his implanted ICD due to atrial fibrillation. During this procedure, there were reportedly several attempts and two effective shocks delivered. Subsequently a decreased shock impedance was displayed. No adverse events to the patient were reported.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available data showed the alert mentioned in the complaint text regarding low shock impedance on the (B)(6) 2018. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.